Event description:
A (B)(6) male pt's physicians assistant contacted zoll customer support to report that the pt's electrode belt was malfunctioning. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust or check belt messages) was confirmed. Upon eval the belt had front end and electrode discharge failures during the full belt test. Upon investigation, the u729 (spi can controller) and u713 (16-bit low power mcu) components of the distribution node printed circuit assembly (pca) board sn (B)(4) were out of tolerance. When these components were replaced, the restored voltage then caused u727 and u728, input logic translators, on the pca board to short. The cause of the check belt messages was the out of tolerance u729 and u713 components. The root cause of the components being out of tolerance was unable to be positively identified. No adverse event resulted from the defective pca board. The pt received a replacement electrode belt.